Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: the following imdrf patient code capture the reportable event of: e2330 - pain. E2330 - nerve damage. E1310 - urinary tract infection. E1405 - dyspareunia. The following imdrf impact code capture the reportable event of: f1202 - disability

Event description:
It was reported that an upsylon y-mesh was implanted in the patient. Following the implantation, she developed chronic pelvic pain characterized by shooting vaginal pain and stabbing groin pain, along with aching in the legs and lower back. The patient also experienced pudendal nerve damage, bladder leakage, recurrent urinary tract infections, pelvic floor dyssynergia, dyspareunia, reduced blood flow to the pelvis and legs, and excessive internal scar tissue. These complications have resulted in difficulty walking, requiring the use of a mobility walker. Additionally, she has reported depression, suicidal ideation, brain fog, dependence on medication, and loss of employment.